Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 chest x-ray appears to show normal lung fields and cardiac shadow. Some hilar vessel prominence is noted. On (B)(6) 2008 ap and lateral x-rays of l5/s1 fusion show cortical screws with large interbody spacer. Screws appear to impinge dorsally. Alignment is maintained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 chest x-ray normal pa study. Lung fields, cardiac shadow and bony anatomy appear normal. Thoracic vertebrae show irregular, flattened and mildly arthritic dis spaces with flattening of the thoracic kyphosis. On (B)(6) 2008 lumbar spine series ap and lateral fluoroscopic views of an l5/s1 construct show interbody peek spacer with trans cortical screws at l5 and s1 in satisfactory position. No rods have been inserted to this point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented for x-rays of the lumbar spine. The studies show there is no evidence for a subluxation and there is an old t12 anterior compression fracture. On (B)(6) -2008: the patient reported having a flare up after playing golf. The patient has pain radiating down the back of his left leg to the back of the thigh. On (B)(6) 2008: the patient presented for MRI of the lumbar spine and a history of back pain and radiculopathy. Impression: new small left paracentral disc herniation, extruded inferiorly into the left lateral recess. There is mass effect upon the left s1 nerve root and moderate left sided l5-s1 neural foraminal narrowing; multilevel degenerative disc and joint disease with spinal canal and neural foraminal narrowing. At l5-s1, there is a tear of the annulus, unchanged from pervious exam on (B)(6) 2006. There is now a small left paracentral disc herniation, which is extruded inferiorly and occupies the left lateral recess. There is mass effect upon the left s1 nerve root. There is moderate left sided neural foraminal narrowing. On (B)(6) 2008: the doctor stated in a progress note regarding MRI that shows a left sided l5-s1 disc herniation. It is putting pressure and a mass effect on the left s1 nerve root. Patient continues to have significant amount of pain. On (B)(6) 2008: the patient reported having back problems for 8 years that has been relatively severe. The patient has had a variety of aggressive medical measures failing to get good relief of his pain. The patient is more completely disabled. The patient reports leg weakness. Examination found patient has an absent achilles reflex on the left. Patient states there is weakness in his ankle. Patient has significant atrophy in the left compared to the right. Patient states he had an abnormal discogram at l5-s1. The doctor reviewed radiologic studies and determined the patient has lumbar degenerative disc disease. He also has a thoracic fracture t12 with a significant kyphosis. He has degenerative arthritic changes across the thoracolumbar junction into the upper lumbar spine. He has a degenerative bulge at l3-4 that is broad based without any neural compromise. At l5-s1 he had a central bulge present on previous s tudies. His new study shows he has a large disc fragment on the left causing focal compromise of the left s1 nerve that is consistent with a left s1 radiculopathy and consistent with his loss of reflex with weakness and atrophy. On (B)(6) 2007: the patient presented for x-rays of the lumbosacral spine. Impression: no evidence for a subluxation; old t12 anterior compression fracture. On (B)(6) 2008: the patient presented with chest pains usually after heavy exertion. Patient has decreased exercise tolerance. Patient also reports associated palpitations. Pvcs and at times his chest pain is severe enough that it takes his breath away and he needs to stop exercising. Exam finds weakness and atrophy in his left leg. On (B)(6) 2008: the patient presented for a final exercise stress test/report. Conclusion: excellent exercise capacity for age with no ECG evidence of ischemia at a very high workload. The patient also underwent a treadmill myoview imaging study. Impression: no definite reversibility is seen to suggest ischemia; however, low heart rate obtained during treadmill exercise reduced sensitivity for ischemia; septal hypokinesis with slightly low ejection fraction. On (B)(6) 2008: the patient presented with the following preoperative diagnoses: lumbar disc disease; lumbar disc protrusion, l5-s1; axial back bend; lumbar radiculitis. The patient underwent the following procedures: lumbar laminectomy , l5-s1; lumbar discectomy, l5-s1 bilateral with decompression of foramen and lateral recess; posterior lumbar interbody fusion with bilateral interbody spacers and bone graft; pedicle screw fixation nonsegmental l5-s1; legacy multiaxial screws; local bone graft, rhbmp-2/acs supplemented with cancellous chips. Per the op notes, the disc space at l5-s1 was packed with locally obtained morselized bone. This was supplemented with cancellous chips. It was supplemented with rhbmp-2/acs. The patient then had two 9mm x 21mm x 9' peek hourglass interbody spacers positioned. Further graft was packed in posteriorly. The patient had midline approach to placing pedicle screws with 4.5 x 30mm screws placed at l5, 5.5 x 30mm screws placed at the sacrum and 30mm rods placed. Instrumentation was in good position on direct inspection and by x-ray and by spacer in good position with reasonably maintained lumbar lordosis increasing lordosis across the disc space. On (B)(6) 2008: the patient presented with complaints of residual soreness in his back aggravated by physical activity. He has relief from leg pain. Patient reports working out a bit. The doctor states he has soreness in the back consistent with a fusion that has not healed.